Manufacturer narrative:
(B)(4). The pump has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
The patient had her last pump refill on (B)(6), 2009. She died three days later. At the time of the pump refill, the pump was working fine. The device was explanted after the patient expired. The date of explant and the cause of death were unknown. The medications being delivered via the device system were morphine, fentanyl and clonidine.